Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter fax #: (B)(6). G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false negative MDR-tb patient result was obtained. Sample was also run on bd bactec¿ and MDR-tb was detected. There was no report of patient impact.